Manufacturer narrative:
The insulin pump was monitored and all operating currents tested within specific range. There was no blank display, unexpected alarms or loud noise during testing. The insulin pump passed the priming, displacement, basic occlusion, occlusion, and excessive no delivery alarms tests. There was no damage to battery cap. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call blank display and high blood glucose levels. Customer's blood glucose level was 484 mg/dl. Troubleshooting for blank display was performed. Customer advised the insulin pump had a blank display screen and then began buzzing. Troubleshooting was unable to resolve the issue and the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.